Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger product ID (B)(4) serial# (B)(6) product type programmer, patient h3. Analysis was performed on [serial/lot #: (B)(6) analysis found that there was a recharge antenna failure, poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they keep seeing software problem 1- intellis, 2- 3.6, 3- 1558, 4- app manager.c since friday. Caller also stated that the belt is getting extremely hot and they have to take it off because it feels like it's going to burn them since right before christmas eve. Caller stated they are not able to charge their implant at all. Patient service specialist had caller reset the controller. The issue was not resolved. A replacement recharger (rtm) was sent out. Patient called back because they are getting the passive recharge screen. Agent reviewed meaning of the passive recharge screen and process. Patient stated they are having pain because the ins is depleted and want to charge the ins. Patient stated they will wait to get the new rtm to recharge the ins. A manufacturer representative (rep) then called and said pt called them and mentioned heating at implant site. Pt said their "battery was getting hot" and mdt rep. Reiterated that the paddle may have been causing ins to feel hot at implant site. Mdt rep. Said the pt said the issue started when they were charging the ins and caused the pt to wake up. Pt had since told them that the ins got hot when not charging the ins. Pt confirmed they got new paddle and they were charging now and the the ins site was not hot. Ins connected to recharger better with replacement paddle. Tss discussed possible options moving forward.